Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure for the system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Analysis found that two transistors on the unit had shorted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000176, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure the manufacturer representative (rep) was doing the planned maintenance (pm) and found that the power enclosure continues to run even when the system was powered down. No impact on patient outcome.